Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. Fse service report is pending. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 26aug2018 through aware date 26sept2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: unscheduled rack return-start cause: when the return (x2) feed mechanism was being returned to the home position, the x2 starting point rack detection sensor s079 detected a rack, preventing the return (x2) feed mechanism from being returned to the home position. Action: remove the rack at the return feed starting point. Alternatively, check s077. The probable cause of the reported event has not been determined as the investigation is ongoing.

Event description:
A customer reported getting error message 2323 unsched rack at return-start on the aia-900 instrument. The customer states that prior to the error they were hearing grinding sounds as the sample rack pusher foot tried to return to the home position. The error occurred all day and caused the sample runs to abort. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), luteinizing hormone (lh ii), and estradiol (e2) patient results. There was no indication of patient intervention, or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the errors by reviewing the error log. The fse was not able to reproduce the error. Fse noticed that the customer was not using a rack end marker or empty rack, which was causing the error. The grinding noise was not reproduced while fse was onsite. The fse checked and adjusted the flags, ran a daily check, and quality controls (qc) . The instrument software was upgraded to version 2.54. No further action required by field service. The aia-900 instrument is functioning as expected. The aia-900 operator's manual under section 12 flags and error messages states the following: 2323 - unscheduled rack return-start. Cause: when the return (x2) feed mechanism was being returned to the home position, the x2 starting point rack detection sensor s079 detected a rack, preventing the return (x2) feed mechanism from being returned to the home position. Action: remove the rack at the return feed starting point. Alternatively, check s077. The aia-900 operator's manual under section 5 system preparations states the following: if you want to add the other assays after you have started some assays, you should add the sample racks while the sample loader has stopped. The sample loader will stop after the previous sampling has finished. If you want to add sample racks before the previous sampling has finished, stop the sample loader by pressing the pause button on the menu. (Refer to "8.5.4 how to stop assay, pause/continue."). Set another end marker or empty sample rack even in the case of adding sample racks. If you add assays frequently, we recommend you set an end marker rather than an empty sample rack to make room for sample racks with specimens on the sample loader. If you set a sample rack while the sample loader is moving, the sample rack may stop due to an error. Unless you set an end marker or an empty sample rack, the sample loader will not stop and the sample rack continues to circulate on the sample loader. If the end-marker or the empty sample rack cannot be detected, the sample rack with specimens and test cups will continue to go round. Make sure to set an end-marker or an empty sample rack next to the sample rack with specimens and test cups. The probable cause of the reported event was determined to be attributed to operational error as the sample rack was missing an end marker and/or empty rack.